Event description:
Caller reported that pump became hot to touch while it was charging with tandem supplies. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin delivery.